Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and "shock-like pain" near pocket site. It was also reported that the right ventricular (rv) lead exhibited short v-v intervals, oversensing and chronic high thresholds. The rv lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.